Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The set was attached to a viaflo bag and no blockages were found. The sodium chloride flowed through all the tubing, hence the reported problem couldn't be confirmed since it was not reproduced. Hence, due to the fact that the issue was not confirmed after sample investigations, the exact root cause that has lead to this reported non-conformance couldn?t be definitely established. A batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an administration set that would not flow after having filled the reservoir. The drug, privigen, an ivig product, did not flow further into the tubing while attempting to prime the set. There was no patient nor medical intervention involved with this incident. No additional information is available. This is report 4 of 16 of the same reported problem from this facility.